Event description:
The customer reported that the device stopped working during the procedure. No patient injury. The sample was received for investigation by covidien on (B)(6) 2014 and visual inspection noted 3 broken and missing snaps. Additional questions have been extended to the site regarding the missing components.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.